Manufacturer narrative:
Correction: after additional review, the product in question was found to be an alaris pump, and not manufactured by bd. This complaint will be cancelled.

Event description:
It was reported that the unspecified bd phaseal¿ optima injector (n35-o) disconnected from the patient's pump line while the patient was in the bathroom, causing hazardous medication to leak out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a big concern was a disconnect of the pump line to the pt. The piece securing the medication to the pt came loose when they were in the bathroom creating a hazardous spill."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd phaseal¿ optima injector (n35-o) disconnected from the patient's pump line while the patient was in the bathroom, causing hazardous medication to leak out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a big concern was a disconnect of the pump line to the pt. The piece securing the medication to the pt came loose when they were in the bathroom creating a hazardous spill."